Manufacturer narrative:
Tracking #: (B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The handpiece was received disassembled with the nose cone and the transducer assembly detached from the handpiece. Upon visual inspection it was observed that the nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. A ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap nissen fundoplication they had installed an har36 onto a hp054 and were getting tighten instrument errors. They retightened the device and had the same error. When they tried to remove the device from the hp054, the device and the hand piece became broken. No patient consequences.